Event description:
On (B)(6) 2013, the patient reported that when it is cold outside the infusion device is sluggish and does not deliver enough insulin until she dries it out. She stated that this causes her blood glucose level to be elevated as high as the 300's mg/dl. She was able to treat the elevated blood glucose levels via the infusion device. She stated there is a condensation issue with the device and she takes it off and puts it in desiccant. Her normal blood glucose range is 60-225 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for product evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and meet the specification. All alarm functions were tested successful and no malfunction could be observed during the technical investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: nothing unusual was found in the history. Battery cover: the battery cover passed the optical inspection. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. It was unknown if the patient used any concomitant medical products.